Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 4-1 failed. A field service engineer (fse) reseated row board cable on drawer controller board, drawer came back on bus and recovered.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4 failed and could not be opened or recovered. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.